Event description:
It was reported that the cadd legacy pump displayed an error message. No serious injury was reported in connection with this incident.

Event description:
The reported product fault did not occur while in use with a patient. The outcome of the event is ongoing. The patient did not receive any medical treatment.